Manufacturer narrative:
One device was returned for evaluation. Device was returned with the drill head separated from the shaft of the device. The tip was not returned for evaluation. Device was visually evaluated and confirmed to be broken at about the first laser mark of the shaft of the device. The damage appeared to originate from the inner diameter of the device as at the break site rolled edges were observed on the interior of the device. This damage is consistent with contact of a guide wire during use. Due to the condition of the returned device a dimensional and functional evaluation could not be performed. A review of the nonconformance database did not identify any issues during the manufacture of the device. The failure mode of the device has been confirmed; however the root cause is most likely due to the drill being damaged during contact with the guide wire during use. No further action is required.

Event description:
It was reported that during routine femoral drilling over a 2.4mm passing pin, the 4.5mm cannulated drill bit fractured. Distal tip of the drill broke off but was recovered immediately with a pair of arthroscopic graspers. The procedure was an acl which was completed successfully after a procedural delay of one minute. No patient injury or complication and in addition, the patient's post-operative condition was said to be okay. No other complications noted.